Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.unit received with cracked case at lcd window corners, reservoir tube,reservoir tube lip and battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 141 mg/dl. Troubleshooting was performed. The device was returned for analysis.